Event description:
Eighty night reports of malfunction events associated with damaged device from sterrad units. Three reports of malfunction events associated with h2o2 residue from sterrad nx. Eleven reports of malfunction events associated with oil mist issues from sterad 100s. Three reports of malfunction events associated with oil mist issues from sterad 50. Ten reports of malfunction events associated with oil mist issues from sterad 200. One hundred seventeen reports of malfunction events associated with oil mist issues from sterad nx. Thirty nine reports of human reactions associated with sterrad units. These events were not related to any remedial actions taken by asp.

Manufacturer narrative:
Additional model numbers 10050, 10100, 10101, 10104, 10113, 14100, 10201, 10217, 10201-002, and 10202-002. Catalog # 10033: 218 events. Catalog # 10050: 5 events. Catalog # 10101: 25 events. Catalog # 10104: 1 event. Catalog # 10113: 1 event. Catalog # 14100: 1 event. Catalog # 10201: 3 events. Catalog # 10217: 6 events. Catalog # 10201-002: 9 events. Catalog # 100202-002 - 3 events. The 272 reports of adverse events associated with sterrad sterilization systems. The predominant event type is oil mist / haze. The 272 reported events were identified from a retrospective review of complaints received from 08/28/06 to 08/31/08. See scanned pages.